Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during priming the occlusion alarm was triggered. The alarm didn't stop even after replacing the pump and cassette. The customer was able to continue the procedure after replacing the tube. The event occurred while in patient use. There was no patient harm/adverse event reported.

Manufacturer narrative:
D3 - mfg establishment name- corrected one device was returned for analysis. A functional test was performed and the reported issue was confirmed. A downstream occlusion alarm was observed. The probable cause of the reported issue was due to excess solvent applied at the tubing junction during manufacturing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.